Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat troponin-I result on one 76 year old female patient. Result generated on (B)(6) 2019 (B)(6) drawn at 09:01= 0.006 ng/ml (customers cutoff: <0.04 ng/ml) / re-spun = 0.004 ng/ml; (B)(6) 2019 (B)(6) drawn at 12:40 = 0.258 ng/ml / re-spun = 0.004 ng/ml. Patient tested at another facility with a negative result. It is not clear if the patient had an unnecessary EKG but there was no harm to the patient reported. No additional impact to patient management was reported.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The customer's instrument logs were also reviewed and did not identify any conclusive information to indicate an instrument or sample integrity issue occurred. The patient and cal f rlu medians for lot 46533un18 were analyzed and found to be within established baselines and confirms no systemic issues for this lot. A device history record review was performed on lot 46533un18, which did not show any potential non-conformances, deviations, or non-conformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 46533un18.